Manufacturer narrative:
G1: device manufacturer address 1: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking from the site of the check valve. This issue was further described as, ¿the one-way valve where you would connect a luer lock syringe is leaking¿. This occurred at an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received for d4: expiration date, h4, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.